Event description:
In 2001 the surgeon applied a pediatric lrs fixator to the patient to perform a femoral lengthening (right femur). Four days later two cortical bone screws broke and were replaced with new ones. The broken portion of the two screws was left in the patient's bone.